Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the double lumen bronchial intubation cuff was leaking and there was difficulty in intubation or alignment. The customer reported that the fiberoptic bronchoscope couldn't enter. The surgeon decided to change a double lumen bronchial cannula of different materials. The re-intubation and the intubation was successful the first time and found the connected position successfully. During the two-hour period, the patient was found to have oral bleeding and secretions. He was treated with hormones and hemostatic drugs.